Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit received with constant pump error 130 due to corrosion on motor home switch. Unable to performed the displacement test due to constant this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarm. Unit received with cracked retainer, cracked case corner of belt clip rails and broken belt clip rails.

Event description:
The customer reported via phone call that the insulin pump received insulin pump alarm occurred 12 times. Customer's blood glucose level was 100 mg/dl. Customer reports they were able to clear the alarm. Customer stated that they are able to rewind the insulin pump. Customer was assisted with performing displacement test and the test results passed. Customer was advised to displacement test was successful at that time. The insulin pump will be returned for analysis.